Event description:
It was reported that the patient was brought to the emergency department where the patient was already indicated to have passed away. A remote monitoring transmission indicated oversensing and undersensing on the right ventricular (rv) lead. Alerts were triggered due to noise and non-sustained episodes and short v-v intervals. The right ventricular (rv) lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.